Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously omitted the surgical intervention code (f19) from h6 (6. Health effect - impact code) with the initial report submitted on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with mentor smooth round moderate plus profile 450cc saline prostheses experienced left sided infection and right sided asymmetry post procedure. After the revision the left prostheses noted to be riding high. Two weeks after the device was implanted a procedure was performed to drop the left implant. This operation resulted in a staph infection in which the device had to be explanted five days later. The right breast was drained to match creating an undesirable appearance of the right breast. The patient has mentioned the possibility of having another surgery to correct this. However, at the time of this report, mentor has received no information regarding replacement or an expected replacement date. See 1645337-2021-01142 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number (B)(4), and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).